Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the silicone housing was torn. It is possible that this may have occurred when the patient fell. This however cannot be confirmed. During additional testing of the device it was also found that the device failed the programming tests as well as detection of an occlusion. When the device was irrigated the flow was normal. Biological debris was found throughout the device, which appears to be the cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that after the pt fell and hit his head on the floor there was csf that had accumulated subcutaneously. As a result the device was revised. Upon removal of the device it was found that the silicone housing was broken.